Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep said the patient is having the ins heating up during normal use, and when charging. The patient reported that this happens when leaning on the ins. In the office the heating was intermittently. The patient reported that she feels the heating in the location of the header block. The rep thinks the battery might be slightly tilted, but the md thought it was normal. The md is running tests, and checking for infection. The patient reported that the issues started several months ago. The md thinks the ins needs to be replaced. The rep provided the following impedance values. Using reference 0 values range from 1440-1770 ohms. With all other reference the values are in a similar range up to 2000 ohms using reference 15 1700-1980. The rep pressed on the header block so the patient reported the heating sensation and reran impedances. The caller provided the following ranges using reference 0 1310-1800 ohms. Using reference 15 a couple values are 2000 ohms, but the overall range is 1720-2000 ohms range. The charging dairy on the table shows that the patient is charging once every two weeks. They may have the patient use different groups and spend some time with the stimulation off to determine if that causes some change in the symptoms. No further complications were reported. No additional patient symptoms were reported.